Event description:
The customer contact reported loss of suction. It was reported that during testing of the device, loss of suction was noted. The customer contact reported that cracks were noted in the center and around the cover of the liner. There were no reports of any adverse patient events. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).